Event description:
Difficulty was encountered removing this balloon catheter through an introducer sheath following successful dilatation of a wall stent during a transjugular intrahepatic portosystemic shunt procedure. The hub was cut off the catheter to facilitate removal of the introducer sheath. The balloon catheter was successfully removed without the aid of an introducer sheath. The device was received, evaluated and retained by this MFR. The engineering evaluation revealed the catheter shaft was cut 3 centimeters from the strain relief. The balloon exhibited a jagged, longitudinal teal located from the distal radiopaque marker to 3.2 centimeters proximal to the distal radiopaque marker. The shaft under the balloon was corkscrewed and kinked at 3 millimeters proximal to the distal radiopaque marker. Scratches were noted on the balloon surface. It was indicated this balloon catheter was being used to deploy a wall stent during a transjugular intrahepatic portosystemic shunt procedure which is a non-indicated procedure. Dilatation of a stent may result in contact with a surface that could damage the balloon material. It was also indicated that the balloon had been successfully deflated. A balloon catheter once inflated experiences an expected loss of profile and co's dfu's address appropriate withdrawal technique when resistance is encountered. This device displayed characteristics consistent with overpressurization, a corkscrewed and kinked shaft and contact with a sharp external source, scratches on the balloon surface. Therefore, co believe the above factors contributed to this event and do not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. If resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel."